Event description:
It was reported that loss of capture and p wave amplitude variation were observed on the right atrial (ra) lead. Diagnostic imaging was performed and confirmed that the ra lead was dislodged. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.